Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not display the occlusion error message resulting in elevated blood glucose levels. The patient had symptoms of heart arrhythmia, feeling of pressure in the breast, difficult breathing, and unconscious for a short time. The patient was transported to the hospital by the paramedics. The blood glucose result was 388 mg/dl at the hospital. The patient was treated with insulin via perfusor. The patient was hospitalized for one day.